Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on an unknown date in (B)(6) 2014, due to experiencing a fall. This nurse stated that the patient was not dialyzing during or four hours prior to the event of the fall. On (B)(6) 2014, while admitted, the patient experienced a cardiac arrest and expired. According to this nurse, the patient did not dialyze on (B)(6) 2014.